Manufacturer narrative:
This report is a response to report#: (B)(4) which was received by amt from the FDA on 03/06/2026. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Gastrostomy devices and their accessories are disposable and are meant to be exchanged. The reported intervention to replace the gastrostomy device was not to prevent permanent, irreversible, impairment or damage to a body function or structure. Since the devices were not available for return, a visual and functional evaluation could not be performed, and device failures could not be confirmed. Based on the provided information the reported problem is not believed to have been caused by a manufacturing defect. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint#: (B)(4).

Event description:
Per the original reporter in medsun report#: (B)(4), it was reported that, "the patient's g-tube extension broke off into the g-tube for the 4th time in a month, all requiring interventional radiology replacement. The family states the extension tubing has changed and is more fragile now leading to multiple unnecessary visits".